Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. A used sample was returned by the customer. A visual evaluation was performed, and it is observed that the valve did not split together with the body of the device, the valve completely detached from both sides of the sheath, and the complaint was confirmed, the device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. The root cause could not be determined.

Event description:
The customer reported on that when the physician opened the peel away portion of the catheter. Upon separation, a one-way valve fell out and the patient began to bleed through the catheter due to the missing valve. Use was discontinued and the catheter was removed and replaced with a different catheter. There was no harm to the patient, and no employee exposure.